Event description:
It was reported that the hcp withdrew 60 ml of fluid from the pocket of the pump. A culture revealed no infection. There was a questionable hole in the catheter. The catheter was explanted and replaced. There was no pt injury, recovered without sequela.

Manufacturer narrative:
The lead was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.